Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The deployment difficulty was able to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: glidewire advantage 0.018. Sheath: 6f terumo destination. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, mid superficial femoral artery. The access site was contralateral with a heavy kink in the iliac bifurcation. A 6fr introducer sheath was in place over a non-abbott guide wire. The vessel diameter was 5 mm and the length was 150 mm. After predilatation was performed with a 6 x 150 mm balloon catheter, deployment was started; however, only half of the stent implant released when the thumb advancer was moved back and forth. After several attempts to fully deploy the stent were unsuccessful the stent delivery system along with the stent were removed through the 6fr sheath. Another stent was used to complete the procedure successfully. The final outcome for the patient was good. There was no clinically significant delay in the procedure reported. No additional information was provided.